Event description:
An electronic report has been received reporting a suspected allergic/hypersensitivity reaction from a hemodialysis user facility. It has been learned that this patient had an event of shortness of breath with use of this dialyzer during the dialysis treatment and has since been switched to an optiflux nre dialyzer with no further ill effect. It was learned, in speaking with the reporter of this event, that the patient was given a 50 mg intravenous dose of diphenhydramine for the treatment of the symptoms of the shortness of breath that occurred from this event. The dialyzer was then changed. The reporter of the event stated that the symptom of shortness of breath has resolved. The lot is unknown and the sample is not available for evaluation.